Event description:
It was reported that the patient received inappropriate therapy for noise on the ventricular lead. A message was displayed that there was possible output circuit damage. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The analysis indicated the output circuitry was was damaged. An intermittent connection was also observed within the hybrid assembly. The cause of the output damage was not determined.